Manufacturer narrative:
The following other hip devices were also listed in this report: rejuvenate strght prfit tmzf mod stem size 9, cat #spt-090000s, lot #mjdnn0; lrg tap pri mod nck 0deg 38mm, cat #nls-380000b, lot #31987501; trident 0 x 3 insert 36mm ID, cat #6570-0-436, lot #35363801; delta v-40 ceramic head 36/-2,5, cat #6570-0-436 lot # 35363801. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An evaluation of the reported devices cannot be performed as the devices remained implanted in the pt and were not returned to the MFR. Additional info (including x-rays and medical records) is available. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported as excessive hip pain. Pt felt 'pop' in right hip with pain helping his wife. No treatment. Resolved as of (B)(6) 2012.